Event description:
A 10 mm diameter x 28 mm length bridge flexible biliary stent was inserted into a pt for treatment of a right subclavian artery stenosis in 2003. Lesion morphology and stenosis are unknown. The pt had a history of subclavian steal syndrome. During the implant procedure, the pt experienced severe chest pain. It was reported that the stent had migrated from the right subclavian artery to the innominate artery, and had lodged across the ostium of the carotid artery. The device was reported to have perforated the subclavian artery and created a large pseudoaneurysm with tracheal displacement. The stent was surgically removed three weeks later. Post-procedure, the pt reported paresthesia, nerve pain, weakness, laryngeal spasms, vertigo, visual disturbances, and episodes of aspiration. The pt reported the event to the FDA in 03/2004. There was no indication from the physician that the device malfunctioned. The device was discarded by the user facility.